Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested by mail on 09/16/2010 and by phone on 09/20/2010 and 10/06/2010. A completed questionnaire was received on 10/06/2010. (B)(4).

Event description:
The customer reported that one of his doctors had a pt that was diagnosed with a corneal ulcer following use of this product. The pt was switched to a hydrogen peroxide solution and the event resolved. In a returned questionnaire received on 10/06/2010, the doctor reported that his pt was diagnosed with a corneal ulcer on (B)(6)2009. He reported that the event lasted approx for 15 days and resolved with treatment.